Event description:
It was reported that the insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge, and they were advised to access in-app resources for guidance and to call back if the issue recurred.